Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen and a damaged battery door. The customer stated problem was not duplicated. Device was able to pass all functional test during the investigation, no fault was found. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed dso (downstream occlusion sensor) calibration. No patient injury was reported.